Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 301029 batch no. 8353747. Please note that in this case, the patient¿s surgery was cancelled. User found a contaminated syringe (foreign matter). One instrument (surgical drill) had to be taken from a different operating room and a 2nd patients surgery was cancelled because the instrument was not available.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 301029, batch no. 8353747. Please note that in this case, the patient¿s surgery was cancelled. User found a contaminated syringe (foreign matter). One instrument (surgical drill) had to be taken from a different or and a 2nd patients surgery was cancelled because the instrument was not available.

Manufacturer narrative:
This report has been identified as a duplicate of MFR reprt #:1213809-2019-00661. This complaint should therefore be disregarded, and any information regarding this incident will be included under MFR reprt #:1213809-2019-00661.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 301029 batch no. 8353747. Please note that in this case, the patient¿s surgery was cancelled. User found a contaminated syringe (foreign matter). One instrument (surgical drill) had to be taken from a different or and a 2nd patients surgery was cancelled because the instrument was not available.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 10ml syringe in a plastic bag was received and visually evaluated. The syringe had a piece of adhesive tape attached to the outside of the barrel. The tape was peeled back to reveal a small loose light brown piece of foreign matter attached to the tape. Viewed under magnification, it appeared to be a small piece of cardboard or similar fibrous paper material slightly larger than level 3 in size. Please note that this product is manufactured and sold by the manufacturing plant as bulk non-sterile 10ml syringe only. The product received had been manipulated and was not in its original packaged configuration. Therefore, the defect could not be confirmed to have originated at the syringe manufacturing facility. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8353747 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.